Event description:
Caller reported that there was an unspecified malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.